Manufacturer narrative:
This complaint was originally received on (B)(6) 2018 and evaluated as not reportable based on available information. On 08/24/2018, the complaint was re-evaluated based on obtaining more information which led to the current reportability status.

Event description:
Per complaint (B)(4), the implant could not be placed due to a faulty hex. Because of this the driver could not be engaged. The customer discovered hex damage when retrieving implant from the package. There is no adverse patient impact as another implant was used.